Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pace impedance measurement less than 200 ohms. The patient was brought into the clinic and out of range impedance measurements could not be replicated. However, there was some intermittent noise on the rv channel noted during the visit in the clinic. There was also nose observed on the rv channel on the presenting electrogram from the following day. The noise was oversensed by the device but there was no pacing inhibition greater than two seconds observed. Boston scientific technical services (ts) indicated that the patient does not appear to be pace therapy dependent, although there are some intermittent rv pacing beats observed. The pace impedance measurement trend indicates a downward trend over the past few months but has been stable and back within normal specification limits after the low out of range measurement. The rv intrinsic amplitude has also been trending downward. Ts stated this may be the beginning of a lead failure and indicated the options are a lead revision or continued monitoring. The boston scientific representative stated they will discuss this with the physician and stated that the physician may not want to revise the rv lead at this time since the patient does not receive pacing therapy very much. The rv lead remains in-service. No patient symptoms or adverse patent effects were reported.